Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 115 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 264 mg/dl and 268 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(4) 2017 and open vial date is (B)(4) 2015. Recall test results performed fasting from meter memory (date / time not set): 234mg/dl (B)(6) 2015 12:00pm fasting:yes; 249mg/dl 03/18/2015 12:14pm fasting:yes; 260mg/dl 03/07/2015 04:33pm fasting:yes; 225mg/dl (B)(6) 2015 12:17pm fasting:yes; 238mg/dl (B)(6) 2015 12:08pm fasting:yes . Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 115 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 264 mg/dl and 268 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(4) 2017 and open vial date is (B)(4) 2015. Recall test results performed fasting from meter memory (date / time not set): 234mg/dl (B)(6) 2015 12:00pm fasting: yes, 249mg/dl (B)(6) 2015 12:14pm fasting:yes, 260mg/dl (B)(6) /2015 04:33pm fasting:yes, 225mg/dl (B)(6) 2015 12:17pm fasting:yes, 238mg/dl (B)(6) 2015 12:08pm fasting:yes. Adverse event not reported.